Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient's ipg would not communicate with external devices after patient had a unrelated gallbladder surgery. Troubleshooting did not resolve the issue. As a result, patient underwent surgical intervention where in the ipg was explanted and replaced, restoring the therapy.